Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer administered manual injections to address bg level. The customer declined to provide additional information regarding the issue.